Event description:
Boston scientific received information that this device was beeping. The device was checked; however, the programmer displayed an error message. The patient was scheduled for another device check. Additional information indicates that a fault code was observed. No adverse patient effects were reported. The device remains in service. Additional information received indicating memory disk response from the boston scientific technical services (ts). The ts discussed that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. The device is malfunctioning. The device should be replaced and returned detailed analysis. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 7 days' time.

Manufacturer narrative:
A device replacement was planned on a later date. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 3.055 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.